Event description:
In 2007, it was reported to boston scientific corporation, that a patient was being treated for an acute esophageal bleeding, using a speedband superview super 7 band ligator. After the first turn of the ligator handle, the customer reported that "[a] click sound was heard but there was no band coming out". The physician, then removed the ligator and the endoscope, and noted that "all the seven bands were tied and curled together." The procedure was completed successfully with another speedband superview super 7 ligator. The patient's condition was reported as "satisfactory."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no additional complaints recorded for this lot. The may 2007 15-month band ligation product family complaint trent report, inclusive of all failure modes was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Band deployment problems are commonly a result of damage to the ligator head spool, which is contained in the device handle. Damage to the spool prevents proper reeling and tension of the tripwire and affects proper actuation of sequential band deployment. The most common cause of spool damage is related to user handling.